Event description:
International affiliate reports that during revision: l4-s1 posterior lumbar fusion, as the surgeon was inserting 8 x 45mm screw, with the last turn the distal tip of the expedium quick connect di polyaxial driver sheared off and was embedded into the head of the screw. The broken tip remains in the implanted screw, covered by a rod and set screw. No pieces fell into the patient. Changed to same like product. 1 minute delay. Reports no adverse event to the patient.

Manufacturer narrative:
The expedium quick connect di polyaxial driver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. Fracture analysis found evidence of a quasi-static torsional shear failure. A review of the DHR identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Complaint trend analysis found no systemic issues requiring immediate action. The root cause cannot be positively determined however, fracture analysis found evidence of torsional overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.